Event description:
It was reported that the device was explanted after an implant duration of approximately 18.73 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation, paravalvular leak, and endocarditis.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up additional information and a copy of the operative report were received. The device was discarded, therefore is unavailable for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.